Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; g3; g6; h1; h2; h3; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: no readily detected on image 2 is an embedded fractured off distal screw component within the scapula, appearing adjacent and medial to the distal tip of the inferior most screw. The inferior most screw tip is intact, but the donor site of the fracture tip is likely of the 2nd most inferior screw. Additionally noted is a fracture of the 2nd most proximal screw, also embedded in the scapula. Similar findings are also seen on image 1, but not as readily characterized. Remainder of hardware is unremarkable. No periprosthetic lucencies. No dislocation. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-02196. Device product code - phx. Product ID for five screws was provided; however, it is unknown which two screws of the five fractured. Below are the other possible screws: item# 180555; lot# 409630. Item# 180554; lot# 851040. Item# 180553; lot#unk. Item# 115398; lot#704800. Concomitant products: item# 180555; lot# 409630. Item# 180554; lot# 851040. Item# 180553; lot# unk. Item# 115398; lot# 704800. Item# pm0002521; lot# 762790. Item# xl-115363; lot# 593390. Item# 115370; lot# 858970. Item# 115310; lot# 618920. Report source: foreign - event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent a revision surgery approximately two (2) years post-implantation due to two of the screws fracturing. Attempts have been made and no further information has been provided.